Event description:
The dr claims that the graft was implanted 1.5 years ago as an above-knee femoro-popliteal bypass, and subsequent to a ventral hernia repair, the graft occluded and was thrombectomized. Co has now learned that the pt had an above-knee amputation following thrombectomy.